Event description:
It was reported that during implant, that at a sensitivity of 0.15 millivolts the right ventricular (rv) lead had t-wave oversensing noted. There was no t-wave oversensing noted at 0.3 millivolts. The physician elected to implant a different device model in case the patient's t-waves were to increase in the future and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.